Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr angio-seal vip was returned for evaluation. Hemostasis sheath mated with the carrier tube assembly along with header bag was returned. No other accessory components were returned. Visual inspection revealed that the carrier tube was properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position. The device was completely deployed with partially tamped collagen and anchor with suture intact. No visual anomalies or damage was observed which could cause the alleged failure. The collagen had dried blood like substance present on it. The anchor, partially tamped collagen, and tamper tube were outside of the carrier tube assembly. No anomalies were noted with the anchor, collagen, tamper tube or the compaction marker. Functional testing could not be carried out as the anchor and collagen were already exposed. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the anchor was not deployed in the patient's artery and the device was deployed subcutaneously or the device was withdrawn with excessive force. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the anchor was deployed following the recommended steps. The physician felt that the resistance feeling was off compared to what he is used to. He decided to pull on the suture and the anchor/collagen came out of the patient. The patient was in stable condition. The procedure outcome was a success. There was no patient injury/medical or surgical intervention. Additional information was received on 17june2020: the procedure performed was a cardiac angioplasty using a 6fr sheath. Hemostasis was achieved using manual compression. A pre-deployment angiogram was performed. The resistance feeling was unusually low.